Event description:
I have a medtronic drug infusion device implanted. It is not working properly and this has been documented with my doctor that monitors and refills my pain pump. Mine is one under recall but the date mine that was implanted is different from the one listed but is the exact model number. All of this has been verified with my doctor and his staff. There is a recall on this device and I was never contacted about it or told anything was wrong until I started experiencing problems. I would like to know if a lawsuit has been started and if not would like to start one since the (B)(6) is already involved with the recall of this problem. This is a class 1 recall. The most serious. Please get back to me. (B)(6).